Event description:
Immediately after insertion the arterial lumen was observed to not be functioning properly. The cannula was removed and then checked. The arterial lumen side of the cannula was reported to not be fully open. A replacement cannula was used to complete the procedure. No pt injury was reported. (B)(4).

Manufacturer narrative:
(B)(4). The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report.